Event description:
Reporter indicated a vns therapy lead was opened but not used during an implant surgery. It was reported the plastic on the helices was "too tight", and that the helices "looked like it was stuck together." The lead has been returned to the manufacturer and is pending analysis.